Manufacturer narrative:
Date sent: 03/12/2008. Additional info: info is unavailable; device was not returned for eval. Lot# provided is not a valid lot#, therefore no lot review could be performed.

Event description:
It was reported that during a laparoscopic scoppinaro procedure, at trying to fire the device with white load to cut the intestine, the device locked and it stapled only the first part. They used blue and white loads and with them, it bled. Although the length of the cut line and staple line were equal, the staplers/clips did not form correctly, they were malformed. She also mention, that the blade did not seem to cut straight on the tissue. It was cutting as in intervals. It seem that the tissue were not enough pressed. They had to use another device. There was no pt consequence.